Event description:
The customer alleged the pump was running too fast. It should have been delivering 35ml/hr but administered 350 every 2 hours.

Manufacturer narrative:
The pump was not returned. This report is being submitted as a result of a retrospective review for reportability.